Event description:
Procedure: laparoscopic rectum resection. According to the reporter: the instrument was fired and the tissue was cut, but the stapler did not staple. Bleeding occurred but the amount was not reported. The pt is ok and nothing fell into the pt cavity.